Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing.